Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead helix failed to retract while screwing resulting in the displacement of the lead. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.